Event description:
It was reported that during an in-clinic follow-up, noise leading to inhibition pacing was observed on the right ventricular (rv) lead. Isometric exercises were performed with the patient, and the noise was easily recreated with simple arm exercises. The device was reprogrammed. There were no adverse health consequences, the patient was stable. The patient was later implanted with a competitor leadless pacemaker on (B)(6) 2023. No additional information was received.